Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Invalid data in quick look for lead impedance, threshold and p/r wave amplitude. Also rate histograms and some arrhythmia episodes have invalid data. Translated save to disk file shows more available data for weekly lead trend data.

Event description:
It was reported that the device showed "data is invalid" message after interrogating. Data was able to be reconstructed and sent to the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the issue occurred again, rate histograms had invalid data and some arrhythmia episodes had invalid data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.